Manufacturer narrative:
The subject device was returned to the service center, olympus japan for evaluation. Device evaluation and inspection, service noted the following findings upon inspection: the returned equipment was gf-uct260 and the serial number was (B)(4). When the forceps stand was raised, it was confirmed that there was blood-like stains. It was confirmed that there was blood-like stains around the lens and around the air supply / water supply nozzle. The device air supply was tested and it was observed weak when operated . Investigation is ongoing. This report will be supplemented accordingly following completion of investigation.

Event description:
The user facility reported that during pre-inspection of the subject device for an endoscopic ultrasound-guided fine-needle aspiration biopsy (eus-fna) procedure, the air/water (a/w) supply could not be used. Upon observation, a short, brown-colored foreign object was attached to the tip of the scope. The device was inspected on-site by a third-party representative who confirmed that there was an abnormality in the air supply and water supply of the scope. At that time, one of the buttons had a small scratch, which was replaced and discarded. The doctor decided not to use the air supply and water supply, and proceeded to use the scope for the intended eus-fna procedure. The procedure was completed by administering water into the stomach using an ofp-2 . There was no patient harm or injury reported due to the event. According to the reporter, the device was inspected and reprocessed after use and various foreign substances were discarded . This report is related to a report with patient identifier (B)(6) (foreign substance found on a/w channel).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been nearly 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the liquid entered the air/water supply channel during the procedure which caused the liquid to come out from the channel. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.